Event description:
Reported due to retroperitoneal bleed. On 04/18/2006, a physician attempted arteriotomy closure in an unk site using the starclose device after an interventional procedure. The closure appeared successful. However, after the procedure, the pt complained of abdominal and side pain. No treatment or tests were given. A doppler and CT scan were performed on 04/22/2006, which confirmed a retroperitoneal bleed. No surgical evacuation was required. The pt was discharged 04/24/2006.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. This report represents all the info known by the reporter upon query by abbott personnel. Cus-20292-exp.